Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure where in the patients ipg was not placed in surgery mode. Afterwards, the ipg was unable to communicate and was found to be inoperable. The scs ipg was explanted and replaced on (B)(6) 2023 which addressed the issue. Effective therapy was established post-op.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the patient lost therapy following a surgery for bladder cancer. The date of the procedure was not given. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.